Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the camera head experienced a communication error and no image appeared on the screen also gel residue was detected on the camera connector. The issue occurred during inspection for use. There were no reports of patient harm.